Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph prostate procedure the fiber was forward firing into bladder. The fiber just suddenly had the aiming beam coming out of the end of the fiber. The procedure was completed with the use of a second fiber. Patient or user outcome: the physician reported that "there was no ill effect of the failed fiber. The patient is recovering normally". No injury" was reported.